Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. The customer's blood glucose level was not impacted. Reportedly, the customer continued to use the cartridge for insulin therapy.